Event description:
According to the reporter, during a laparoscopic gastrojejunostomy procedure, the staples did not form the proper "b" shape. The point was sutured to resolve the issue and complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrojejunostomy procedure, the staples did not form the proper "b" shape. There was no patient injury.